Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels. At the time of report, the user's blood glucose level was 469 mg/dl. The suspected cause of the bg level was possibly hormones. During troubleshooting with tandem's technical support, one small air bubble was primed out of the tubing. The bg level was addressed with manual injections and the contact stated that the site would be changed.